Event description:
It was reported that during a procedure of the eccentric, mildly calcified, mildly tortuous, 99% stenosed, de novo, distal right coronary artery (rca) with a lesion length of 15 mm and vessel diameter of 2.5 mm after the 2.25 mm xience xpedition stent was deployed, a post-dilatation kissing balloon technique (kbt) was performed with the nc traveler balloon dilatation catheter (bdc) and the stent delivery system (sds) of the 2.25 mm xience xpedition without reported issue. Although some resistance during advancing the bdc was noted with the guide catheter, during removal without substantial noted resistance the proximal shaft became detached 25 cm distal to the hub while in the guide catheter. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: concomitant products: guide wire: sion, guide catheter: heartrail, stent: xpedition2.25mm. The device was returned for evaluation. The reported shaft separation was confirmed. The reported resistance met with the guiding catheter during advancement and removal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.